Event description:
It was reported that during a prostate procedure, at 86,799 joules of use, the 1st fiber experienced ¿the fiber was not spinning". The fiber was exchanged. The second fiber experienced ¿aiming beam fires straight out of fiber" / ¿significantly diminished vaporization¿ at 9,437 joules of use. This fiber was exchanged. The third fiber experienced ¿significantly diminished vaporization efficiency¿ at 6,357 joules of use. The case was completed with the fourth fiber. Patient outcome: "ok" reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; pieces of glass are missing at the location of the fracture; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).